Event description:
The patient reported her insulin infusion device case was cracked on the outside close to where the battery is located. She stated the device is still functioning, but she is concerned about the damage as she is going out of the country for a month. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.